Event description:
A report was received that the patient was experiencing pain at the ipg and lead site even when the stimulator was turned off. An x-ray was taken and revealed the device was working appropriately. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site even when the stimulator was turned off. An x-ray was taken and revealed the device was working appropriately. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.